Manufacturer narrative:
Follow-up # 1 ¿ (07/15/2014). The patient¿s meter and test strips have been returned on 7/1/2014 and 7/3/2014, respectively, and evaluated by lifescan product analysis on 7/3/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultralink meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 1:00 pm, the patient obtained the error message error 5 on the reported meter; he was unable to obtain a blood glucose reading. Twenty minutes after the use of the meter, the patient passed out. At 1:30 pm the patient¿s blood glucose level was tested using another meter to be 74 mg/dl. The patient was treated with food and/or a drink; he did not seek medical attention. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered blood glucose levels suggesting severe injury and received treatment with food after he was unable to obtain a blood glucose reading due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.